Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: local reaction, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent a primary breast augmentation surgery with a 325cc mentor memorygel breast implant. Post-operatively, the patient observed that her left breast was enlarged. An ultrasound confirmed that her left breast prosthesis was ruptured. As a result, the patient underwent removal on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On february 15, 2023, mentor received the device for evaluation as well as additional information. Mentor became aware that the patient underwent removal on (B)(6) 2023. On february 20, 2023, mentor complete a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear extended from the posterior view to the anterior view, measuring 5 cm. In addition, siltex cracking was observed within the tear on the posterior view. As the authorization form for examination was not received, the evaluation was limited to non-destructive testing. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. Manufacturer¿s reference number: (B)(4).